Event description:
It was reported that a white thread was found on a bd precisionglide¿ specialty use sterile hypodermic needle. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: a photo sample was provided for evaluation. The attached photo appears to have a lube gel on the end of the needle therefore failure mode is verified. The lubricant used in assembly is a combination of silicone and a carrier. The carrier is evaporated leaving the silicone behind. On occasion, gels form in the mixture. Because this is an isolated incident, no actions will be taken at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of foreign matter with lot #6363629 regarding item #305106. Assembly batch 6339857 had 174 visual inspections performed on 9,000 parts with zero defects noted for foreign matter. One quality notification was written for high lube solids. Investigation conclusion: the lubricant used in assembly is a combination of silicone, and a carrier. The carrier is evaporated leaving the silicone behind. On occasion, gels form in the mixture.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a white thread was found on a bd precisionglide¿ specialty use sterile hypodermic needle. There was no report of exposure, serious injury or medical intervention.